Manufacturer narrative:
(B)(4). Date sent: 11/23/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested: how were the devices removed from the patient (please clarify for both devices)? Did the jaws eventually open (on both devices)? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Additional information received: I have found that it was an open procedure and the surgeon was able to get the stapler off tissue. There was enough tissue to re-staple and complete procedure. Not sure of staple load. The sales rep confirmed that the procedure was an open case from the beginning. The jaws did not open on first device, even after using the knife reverse and manual override. A second like device was opened and used to cut the first device off of the tissue. Sometime later, the second device would not open, but it was not on patient tissue at the time; no further details provided to the sales rep. A third device was used to complete the case. The first device was disposed of as there was tissue remaining in the jaws. Only the second device will be returned.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the device clamped down on tissue and would not open. Another device of the same product code was used and it too clamped down on tissue and would not open. It is unknown how either device was removed. One device was disposed of, but uncertain if it was the first or second. A third device of the same product code was used to complete the procedure. There was no patient consequence reported.